Manufacturer narrative:
Method - review of device history and complaint history. An eval of the devices cannot be performed as the device was not returned to the MFR due to hosp policy. Additional info (including x-rays and medical records) was requested, but not made available. Deice history review indicated the reported devices were mfg with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lots. There have been other reported events regarding dislocation. No events were found to be device related. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "unstable hip. Dislocated 3 times in past year. Doctor revised acetabular components with navigation. Doctor stated revision not related to implants."